Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires of 8mm cadiere forceps instrument were exposed and surgeon could not control the jaws. The instrument had to be removed and replaced. No fragment(s) fell into the patient's anatomy. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the movement on reported instrument was static. It was not moving at all.